Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. It also indicated the impedance trend of the right ventricular pacing lead was variable.

Event description:
It was reported the patient experienced pre-syncope and was hospitalized. It was also reported there may have been a connection issue e and the lead was possibly fractured. The electrocardiogram indicated there was no ventricular capture. Re-programming was performed. A revision to replace the lead was planned. No further patient complications have been reported as a result of this event.